Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unreadable; possible cause was not provided. Customer's blood glucose (bg) was 51 mg/dl and food was consumed to address low bg. Customer did not know cause of low bg. Reportedly, customer reverted to using another pump for insulin therapy.